Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 8mm tip-up fenestrated grasper was analyzed and found to have the main tube broken. An unknown amount of material was found to be missing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, an exposed wire was noticed on the tip-up fenestrated grasper instrument. The procedure was completed using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to usage with no damages noted. The surgical task that was being performed is unknown. The color of the exposed cable was silver. There was no loss of cautery associated with the broken cable. There were no signs of thermal damage at the site of breakage. The reporter indicated the instrument only appeared to have a broken/exposed wire. The instrument did not collide with any other instruments or tools during the procedure. The damage did not result in a fragment to fall into the patient's anatomy. There are currently no photographic images or video recordings during this time.